Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time. MFR date: 04/25/2011.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. No defects were found to the power flex, battery connections, and internal components. The battery was returned with the pump for evaluation, and shows no evidence of overheating. Evaluation found that the battery compartment and battery cap are intact; there was no physical damage noted and no evidence of moisture. There was no activity related to the complaint observed in the pump history. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Event description:
This complaint is being reported as a malfunction due to the overheating issue on the animas pump. Reportedly, when the pump had low battery warning, the patient changed the battery and found the lithium battery hot to touch. There was no damage or moisture found on the pump. In addition, there was no reported patient impact associated with this complaint.